Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to azm for investigation on an unspecified date. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 08 (motor controller fault detected) error message. Despite restarting the device, the ua08 message did not clear. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was evaluated by azm. Visual inspection was performed and no damages were found. During functional testing, the user advisory (ua) 08 (motor controller fault detected) error message was observed. In summary, the customer's primary complaint was confirmed. The autopulse platform is a reusable device and was manufactured on 2011. This type of issue is characteristic of normal wear for the life of the device. Although the root cause could not be determined, a possible cause is a motor board failure.